Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist states the patient was seen for a comprehensive dental exam. Clinical findings indicate the presence of malocclusion and misalignment which have contributed to tmj dysfunction. It appears the tmj to be the result of improper tooth movement during the course of the patient's byte treatment. The patient is currently experiencing persistent pain and discomfort. Given these findings it is strongly recommended the patient discontinue use of the byte aligners immediately. It is advised the patient seek evaluation and care from a licensed orthodontic specialist to develop a treatment plan aimed at correcting the malocclusions and misalignments. Such intervention may help alleviate the patient's tmj symptoms and prevent further complications.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.